Event description:
According to additional information provided, the physician suspected a thrombus and the patient was treated with anticoagulation therapy and discharged home. No other treatment was provided.

Event description:
As reported, approximately 2 years and 3 months post tavr, a mean gradient of 70 was noted. An echo demonstrated 1 leaflet of the valve was not functioning. The patient is symptomatic. The anticoagulation is being reviewed. If necessary it will be attempted to release the leaflet with a pigtail catheter in the cath lab. The sapien xt valve was initially implanted inside a 23mm mitroflow valve with a final result of a 30mmhg mean gradient. The patient was non symptomatic and everything was fine, at that time.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a known potential adverse event associated with prosthetic heart valves and the tavr procedure. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and for a prescribed timeframe post procedure. In this case, the cause for the reported valve thrombosis more than two years later is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.